Manufacturer narrative:
Product analysis: observations: the big/first joint on the arm is not locking when the screw is tightened. The cap that holds the cup against the ball joint was un- threaded a few turns. If the caps are not tight the joint will not lock up. Conclusion: the cap of the locking has backed off. This could have happened because of disassembly for clean or just while manipulating the arm into place.

Event description:
It was reported that the locking mechanism between bar and arm could not be fully tightened during surgery. The locking mechanism would not fully engage on the ball joint between the straight bar and first flex arm which made the rigidity of the arm an issue. No patient complications were reported as a result of the event.